Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to non-function. Additional information was not available. The patient condition was unknown.

Manufacturer narrative:
The reported non-function was not confirmed. The complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.